Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) went dead and it would not charge up. Where the ins was located it was removed and everything. It was removed 7 months ago by a general surgeon. It was always uncomfortable since implant and it was hurting at the pocket site. The patient wanted a new stimulator implanted.

Event description:
It was reported that the patient had the implantable neurostimulator (ins) removed and only had the leads implanted. The patient reported that they had the ins removed 3 months prior to report because, it hurt her butt. The patient reported that it started to hurt ever since she lost a bunch of weight which was about 3 years prior to report. The patient reported that it was hurting her with different positioning so they completely removed it. The patient later reported that the device just ¿stopped working so they took it out.¿ the patient stated that she was no longer feeling stimulation. The patient did not know when this occurred and did not know if the reason was due to normal end of service. The patient stated that it wasn¿t working, it wasn¿t doing a good job, and it was hurting her so they just took it out.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).